Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pacing lead impedance measurements measuring, greater than 3,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. The health care professional (hcp) attempted to re-program the device back to bipolar, however, there was observations of intermittent loss of capture. The plan is to revise the lead. Subsequently, the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.